Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is submitted on november 21, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016 due to poor performance with device use. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted january 13, 2017.